Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual inspection was performed and it was observed that the main coil, the introducer sheath and the pusher wire were returned. The main coil and the pusher wire were not interlocked. The main coil was observed stretched, kinked and it was observed detached in the coil arm section. The original box was returned, and it was observed that the pouch box information matches with the complaint information. The pusher wire was kinked in the distal section. No more damages were observed. Microscope inspection was performed and under the microscope was observed that the main coil was detached in the coil arm section. Functional inspection was performed and the functional test could not be performed due the main coil and the delivery wire were not interlocked.

Event description:
Reportable based on device analysis completed on (B)(6) 2023: it was reported that the device was unable to advance. The target lesion was located in moderately tortuous vessel. A 4mm x 12cm idc 18 coil was selected for use. During the procedure, the coil got stuck within the microcatheter and the device was unravel. The coil was removed together with the microcatheter. The procedure was completed with another of the dame device. No complications were reported. However, returned device analysis revealed that the main coil was detached in the coil arm section.